Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, every 4th day, ongoing, route and duration were not reported) and meropenem injection (1gm each bag, intraperitoneal, ongoing, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the cause of peritonitis was due to breach in aseptic technique which was further specified as due to "fluid change". On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient was not recovered from the event. It was reported that the patient¿s pd catheter was removed and the patient shifted to hemodialysis every twice a week. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.